Event description:
A customer reported receiving a minimum fill notification while using their pump. There was no adverse impact to the customer's blood glucose level. Although reloading the same cartridge did not resolve the issue, the customer managed to successfully load a second cartridge onto the pump, allowing them to resume insulin use.